Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00072. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 4 months. Manufacturer's investigation conclusion: no product was returned for evaluation. A correlation between the device and the reported hemolysis could not be conclusively determined. The patient remains on vad support and no further related events have been reported. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6)2017. It was reported that on (B)(6) 2017 the patient was admitted to the hospital with a sub therapeutic inr and elevated lactate dehydrogenase (ldh). The patient presented with shortness of breath while at rest due to orthopnea and increased abdominal girth along with chest pain. Upon admission, the patient was started on a heparin drip and their warfarin was increased. The patient¿s ldh was reported to be 335u/l with a baseline being in the 180s u/l. On (B)(6) 2017, the patient was discharged home once symptoms resolved. No additional information provided.